Event description:
It was reported that guide wire tip detachment occurred and the procedure was cancelled. The target lesion was located in the mildly tortuous and severely calcified tibial artery. A 300cm straight tip v-14 control wire was advanced to the lesion. However, during the procedure, the tip broke off into the tibial vessel. The physician tried to snare but was unsuccessful and the broken tip was pushed to an open larger area of the artery. The procedure was not completed and no patient complications were reported.